Manufacturer narrative:
(B)(4). The device was manufactured may 21, 2015 - may 22, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its fill port. This occurred during filling with an unspecified solution. There was no patient involvement. No additional information is available.